Manufacturer narrative:
No products were returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received new information. An update on the clinical study report form indicated no invasive intervention or corrective actions were required due to the dissection. There were no permanent impairments of a body system or life threatening injuries reported. It appears no products were implanted.

Manufacturer narrative:
A request was made to both the boston scientific field representative for the facility and to the clinical study coordinator to obtain additional information about this case. As of today, no new information was provided. This report will be updated when additional information is received.

Event description:
Boston scientific received information that during the implant procedure, a dissection of the patient's coronary sinus occurred. The status of the patient was not reported. It was not known whether additional intervention was required to resolve the dissection. It is not known whether any products were successfully implanted.